Manufacturer narrative:
Although the exact date is not known, the event likely occurred sometime in (B)(6) 2012. The involved sample is not available for evaluation. Therefore, the investigation was based upon evaluation of user facility information, reserve samples and quality records. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. Testing intended to simulate the reported failure mode confirmed that multiple, repeated sever bending stresses were required in order to cause breakage of the stainless steel cannula. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. The cause for the reported event cannot be definitively determined based on the available information. However, based on the failure investigation, the needle would have experienced repetitive, severe bending in order to cause breakage. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that a hypodermic syringe needle broke during use. The following additional information was obtained during communication with the contact at the user facility: the facility has recently switched brands of syringes & needles; the nursing staff noted several instances in which a needle reportedly bent during medication aspiration; the reported needle breakage occurred as an injection was being administered; the broken portion of the cannula was removed without intervention; and both portions of the involved device were discarded. No additional event specific information was able to be provided.